Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, blood pressure decreased after deploy ment of the valve and continued to trend down. An echocardiographic assessment revealed a pericardial effusion. A fluoroscopy revealed that this ventricular guidewire had migrated forward from the original position due to the small size of the left ventricle cavity and a hyperdynamic state. The patient was surgically opened, revealing a left ventricle perforation from the guidewire, causing tamponade. The perforation was repaired with sutures. No other adverse patient effects were reported. It was reported that the guidewire was not re-shaped prior to use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The lot number of this device was request but unavailable. Cine films of the procedure were requested but unavailable. The device will not be returned for analysis as it was discarded by the customer. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4)